Event description:
Reporter called to report that his freestyle glucose monitor was reading 30-40 point lower or, higher when he took his glucose reading. He states that he had a dr's appt one month ago and prepared for that appt by fasting for his glucose check and a1c test. That morning of the appt he used his meter to check his glucose and it was 130. Once, he arrived to his appt the dr's office test meter gave a result of 170. On a f/u appt he brought in his meter because of the discrepancy and his meter read a variance 30-40 points. The reporter brought a new meter that is the same brand with the control kit (test strips, solution) and found that the new meter and old meter were giving the same reading when he would test his glucose. The reporter states that he has been in contact with the MFR and they've told him that the 30-40 point range is safe. He feels like that range could cause serious harm to people who take insulin shots and he would be treating his glucose incorrectly based on the results of his meter. Now when his reading is low he adds 30-40 points and if it's high he subtracts 30-40 points from that result and to treat his hyper/hypoglycemia accordingly.